Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap gastric bypass procedure, the stapler cut and the clips did not apply because it is locked on the lever drive. There wasn't any staple formation. Staple line was incomplete on the distal end. The surgeon performed a new staple line. The surgeon was not able to fire the device or squeeze the handles. He was able to press the green button. The lever gave a strong crack noise. Surgical intervention was required to prevent a permanent impairment of a function. The surgeon had to make a new drive by replacing the stapler to repair the damage. There was temporary injury. There was unanticipated tissue loss and damage as a result of this problem due to the stapler cutting part of the stomach without applying the clips. The surgeon had to make hemostasis with bipolar device and repair the damage with new application. No device fragment or component fell into the patient's cavity. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.